Event description:
Customer reports via phone that during a urology procedure, the system fluoro pulse dropped to one per sec, providing non adequate imaging of live fluoro. Staff rebooted the system, but the generator console failed to function. Staff rebooted the system a second time, and all functions returned, but during the procedure, the pulse per second dropped again, causing the staff to have to reboot. Upon the third reboot, the system functioned correctly, pt procedure was completed. No reported injury. Customer does have a back up room, all procedures have been moved to this room. Customer provided no pt or procedural info, other than to say the pt is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.